Event description:
A pt presented to the emergency dept in 2005 with severe chest pain, shortness of breath, and diaphoresis. Thrombolytic therapy was initiated. A right and left heart catheterization and coronary angiography was done, and it was determined that pt was in cardiogenic shock secondary to ventricular septal defect, secondary to recent myocardial infarction and multivesselcoronary artery disease. An intra-aortic balloon pump was placed, and the pt was transferred by ambulance to another hosp approx 50 miles away for surgery. Approx 20 minutes from arrival at the other hosp, the balloon pump screen read, "low battery" and the nurse plugged the machine into a red power outlet in the ambulance, and the "low battery" message disappeared; but the auto fill message came on. The nurse pressed the iab fill button, then the assist/stand-by light came on, and the alarm sounded. The nurse pressed the iab button and the assist/stand-by button again to no avail. Stand-by button would not turn off. Helium tank was 1/2 full. Nurse did troubleshooting and found no obvious problems. Pt's heart rate and blood pressure began dropping. Upon unloading the pt from the ambulance at the receiving hosp, the pt had no palpable pulse, and was coded in the emergency dept, where another balloon pump was connected, but that device's iab fill alarm also sounded, the stand-by light came on, and it would not auto fill. Another balloon pump was connected, it worked, and the pt was taken to the ICU. Co's balloon pump was loaded onto the ambulance to return home, where it was then unloaded. It was later learned that the pt had expired. When the original balloon pump was inspected upon returning to this hosp, it was noted that the helium fill line tubing on the back of the device was completely broken away from the plastic luer lock connector. The luer lock connector's nipple was found to be completely broken off and was found inside the end of the tubing. According to the nurse, this condition was not present during transport of the pt to the other hosp. An in-depth testing of this device has not yet been performed as of the date of this report.